Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, right femoral access was used with a 14fr introducer sheath. During the valve implant procedure, the patient had an unspecified severity atrio-ventricular (av) block. The valve was implanted, and mild paravalvular leak (pvl) was present. At the end of the procedure, a moment of vascular complication occurred. Further information regarding the vascular complication was not provided. Per the physician, these complications were causally related to the procedure and not related to the device. One day following the valve implant procedure, a permanent pacemaker was implanted. The patient was discharged home two days later. No adverse patient effects were reported.